Manufacturer narrative:
The insulin pump powered up properly after a battery installation. The unit was received with operating currents within specifications. No unexpected low battery alarms or off no power alarms were noted. The unit was received with slight corrosion at the battery cap contact. The unit was received with a cracked case at the display window corners and a minor scratched liquid crystal display window.

Event description:
It was reported that the insulin pump alarmed off no power twice without a low battery warning. During the first occurrence, the customer's blood glucose was 315 mg/dl, and on the second day it occurred, the customer's blood glucose was 150 mg/dl. The customer's mother stated that there had not been any unattended alarms, and the battery cap was not loose, cracked or damaged. She did not observe any visible damage to the insulin pump. The caller was advised to replace the insulin pump and agreed to return the device for analysis.